Manufacturer narrative:
Complaint no. (B)(4). Device/parts will not be returned for evaluation.

Event description:
It was reported that during product prep of an intra-aortic balloon (iab) kit they were not able to zero the iab. As a result, the pump was switched out. With the second intra-aortic balloon pump (iabp) they were able to zero the iab without issue. The next day, the technical team changed the fos adaptor on the first pump. There was no report of patient complications. Updated information received on (B)(6) 2014 stated that there is no new information available and no parts returning.